Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2020. The exact implant date was not provided. According to the complainant, during the planned stent removal procedure on (B)(6) 2020, it was noticed that the stent had migrated distally out of the duct and perforated the opposite side of the duodenal wall . The physician was able to remove the stent from the patient. No new stents were implanted during this procedure. Treatment information for the perforation and current patient status was not reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.